Event description:
It was reported intermittently the system locked up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating system (gpos), and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.